Manufacturer narrative:
The customer requested just a replacement internal paddle set with no engineer evaluation.

Event description:
It was reported to philips that the device's internal paddles were damaged. The customer stated that the connector for attaching the plates to the defibrillator has a piece of plastic that has broken. There was no patient involvement.